Event description:
It was reported that when the device was used during an unknown procedure, the staples malformed. It is not known how the case was completed. It is not known if any pt consequence occurred.